Event description:
It has been reported to philips that the ip-pc (image processing computer) is not starting up and that the ip-pc is not available on the network. There was no reported patient or user harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips remote service engineer (rse) called and confirmed with customer the system was not getting on. Rse confirmed that the intermittent issue was related to the video outputs of the live and ref monitors during system startup. The rse verified that the issue has been fixed; however, as (B)(4) has been canceled, the troubleshooting procedures were unknown. No additional details regarding the reported issue and its resolution are available. The codes were updated based on the investigation outcome.